Event description:
The physician was performing a biopsy in the gi tract using a disposable biopsy forceps. When attempting to retrieve a tissue sample, the forceps cups fell open at a 180 degree angle. The physician was unable to close the forceps and remove them from the scope. The forceps and the endoscope were removed simultaneously. An egd was performed and no injury was visualized. At a later date, hosp personnel was notified that one of the forceps components, a small rivet, was missing from the device. The hosp is considering x-ray to determine if the piece remains inside of the pt. No further info is available.